Event description:
Technician was placing a test sample onto the dimension analyzer after placing the instrument in override mode. The override mode allows the instrument to begin processing samples when added to the instrument. An instrument probe moved, scraped the technician's hand and broke the skin. The wound was cleaned in e.r. And the technician was given a tetanus shot and a human immunodeficiency virus test.